Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet experienced intermittent communication with a dexcom g7 continuous glucose monitor (cgm) sensor that led to repeated pairing failed notifications, during which corrective insulin delivery was interrupted; consistent with an interoperability-related communication issue implicating the wireless antenna. Symptoms included hyperglycemia with a peak glucose of 310 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or lasting impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the device¿s electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.